Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reported experiencing symptoms of dizziness and light headache. There was no report on third medical intervention, death or serious injury.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.